Event description:
It was reported that during a balloon angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via brachiocephalic artery. The 60% stenosed lesion was located in the non-calcified and non-tortuous arm vein. Upon first inflation of a 8.0 x60, 75cm gladiator balloon catheter, it burst at 18 atms. They were able to remove the whole system out and the device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. During an attempt to inflate the balloon, a pinhole leak was identified. The leak was located approximately 2cm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and the markerbands could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a balloon angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via brachiocephalic artery. The 60% stenosed lesion was located in the non-calcified and non-tortuous arm vein. Upon first inflation of a 8.0 x60, 75cm gladiator balloon catheter, it burst at 18 atms. They were able to remove the whole system out and the device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.